Event description:
It was reported in an article summary that the study aimed to investigate the relationship between the geometric distribution of plaque calcification and the occurrence of postprocedural hypotension following carotid artery stenting (cas). Data from dates between april 2018 and february 2023 was retrospectively analyzed. A total of 477 patients were included in the final analysis. Among them, 41 (8.6%) patients experienced postprocedural hypotension after cas. Distal embolic protection was used and either an emboshield nav6 or a non-abbott filter were used. The patients received either an xact stent, acculink stent or one of 2 other non-abbott stents. Postprocedural hypotension was defined as persistent systolic blood pressure at <90 mmhg, requiring intravenous vasopressor infusions that lasted more than1 hour. It was stated that when compared to xact, acculink stents provide increased radial force, leading to enhanced stimulation of the carotid sinus and subsequent activation of the sympathetic nervous system, ultimately resulting in postprocedural hypotension. Postprocedural blood pressure values were automatically recorded using an arm cuff and sphygmomanometer every 30 min after the patient returned to the ward. Patients who developed postprocedural hypotension were treated with vasoactive agents such as dopamine. It was concluded that the presence of plaque calcification on the dorsal side, using the modified geometric method, was found to be associated with a three-fold increased risk of postprocedural hypotension after cas. These findings may have implications for patient screening, procedure planning, and hospitalization duration expectations. Additional information can be found in the article "geometric distribution of plaque calcification is associated with postprocedural hypotension after carotid artery stenting".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported low blood pressure / hypotension and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of low blood pressure/ hypotension is listed in the xact carotid stent system instructions for use as a possible adverse event potentially associated with use of these devices. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI # is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.